Event description:
At routine follow-up, device battery was depleted and presented with no telemetry or pacing. Device was removed from service. No patient complications have been reported as a result of this event